Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 400ml, flow rate: 5ml/hr and 5ml/60 min bolus, procedure: knee surgery, cathplace: unk. The button on the pump would not clamp down. Pump was changed out in pacu. No harm to the pt. No adverse event.

Manufacturer narrative:
Method: no sample was rec'd for eval and investigation. W/o the actual product, a complete investigation cannot be conducted. As no lot number was reported, the device history record and lot history cannot be reviewed. At this time, the product is under recall.